Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted a battery depletion code was emitted. Additional information received which indicated that this s-ICD was explanted and replaced due to premature battery depletion (pbd). No additional adverse patient effects were reported.